Manufacturer narrative:
Section age or date of birth, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced during the same surgery. If explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the intraocular lens (iol) into the eye, the doctor realized that there was a scratch in the lens. That it looked almost cracked. The doctor thinks the product caused or contributed to the event. The lens had to be removed from the eye via cutting it into pieces. The procedure completed on the same day and during same procedure using a replacement lens of the same model and diopter. There were no surgical and/or medical interventions required, and no patient injury reported. The patient is assumed to be healing. The lens is not available for return as it was discarded. No further information was provided.